Manufacturer narrative:
The insulin pump had a blank display due to corroded battery tube. The operating currents could not be performed and no battery alarm could be verified due to the blank display. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have a blank display screen. Customer's blood glucose was 190 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did not return, customer was advised that insulin pump would need to be replaced. No further information provided.